Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly lost to follow up. The recipient's device will not be explanted at this time. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.